Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation causing an indentation at the pod infusion site, (leg) had occurred while wearing a pod for longer than 48 hours. The patient removed the pod from the insertion site . After 1 week the patient reports the pod infusion site had both blood and purulent discharge. In addition the patient reports they had experienced headaches and migraines. As treatment, the patient cleaned the infusion site with peroxide and applied over the counter polysporin ointment. In addition the patient applied a band-aid at the pod infusion site. The patient contacted their doctor via a phone call. The patient was prescribed mupirocin (2%) a topical ointment to be applied 3 times daily as well as an oral antibiotic.